Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump allege under delivery. The customers blood glucose value was 267 mg/dl at the time of incident. The customers current blood glucose value was 145 mg/dl. The customer also reported that he has got insulin flow block alarm and low battery alarm. The insulin pump passes high pressure test. The insulin pump will be returned for analysis.